Manufacturer narrative:
Replaced power management board to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit showed "internal failure system may shut down" on display. There was no reported patient involvement.